Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Correction: common device name: orthopedic manual surgical instrument. Report source - foreign - canada. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device showed the hex bolt has dislodged past the weldment which holds hex bolt in place and through the distal end hole. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, the instrument fractured. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable.